Event description:
A report was received that a patient was experiencing pain at the pocket site. The physician assessed the patient and removed all the tissue build up on the midline incision site.

Manufacturer narrative:
This is the final report.